Event description:
The initial reporter alleged an unexpected reactive result for a sample tested with the kit cobas t-scrn wnv 96 tests ivd assay on the cobas ampliprep instrument. The sample, which was from an organ donor, initially generated a reactive result with a high cycle threshold (CT) value of 54.54. The sample was repeated on (B)(6) 2022 and was non-reactive. Additionally, testing at a third-party site also yielded a non-reactive result. The donor was not deferred based on the assay results.

Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the kit cobas t-scrn wnv 96 tests ivd assay was functioning as expected. A review of the data showed that the initial reactive result had a high cycle threshold (CT) value of 54.54, with a minimal and non-sigmoidal target growth curve. The internal control and positive control target growth curves were robust and sigmoidal, confirming proper assay performance. The most likely cause of the reactive result was identified as contamination, potentially due to deviations in optimal workflow during reagent and sample handling. No trend was identified for the reagent lot h14434, and this was the first and only complaint associated with the lot. The donor was not deferred based on the assay results, and no further harm or delay in treatment was reported.